Manufacturer narrative:
Device manufacture date: november 16, 2015 ¿ november 18, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the return photograph revealed that the bladder of the device was ruptured. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. There was no patient involvement. No additional information is available.